Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The reported complaint could not be observed as only the iol was returned, damage was observed to the iol. No device returned. Iol returned along with a piece of foam loose in the carton. Solution is dried on both surfaces of the optic and haptics. Both haptics are intact. The optic is scratched or marked rejectable. The iol met specifications when dimensionally measured for edge thickness and plan view. The product investigation could not identify the root cause for the reported complaint the lens got stuck and didn't come out of the cartridge smoothly as only the iol was returned, no sample was returned. Due to this, we are unable to confirm the lens and the haptic position for advancement and determine a root cause. The reported complaint is lacking in relevant information such as viscoelastic used to complete a thorough investigation. Due to the lack of information, we are unable to verify if the product contributed to the event. The optic is scratched or marked rejectable. The iol met specifications when dimensionally measured for edge thickness and plan view. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported with the description of the intraocular lens ( iol) got stuck and didn't come out of the cartridge smoothly. Additional information has been received and stated that the procedure was completed with another lens and there was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).